Event description:
It was reported that the anesthesia workstation failed the pressure transducer test during system checkout. The system logs also show two technical error codes indicating pressure sensor error. There was no patient harm. Manufacturer's reference #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the system and the reported failure was not reproduced. There was no sign of deviations from specification that could be found or confirmed with the device itself. The machine was put back into service and no parts were replaced. The device logs were received and evaluation of the test log confirms the reported problem and the logs indicate that it was the fresh gas pressure transducer pcb that was faulty.the pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment.the root cause of the reported issue has not been determined.the correction of field catalog # and #h4 device manufacture date was required. This is based on the internal evaluation.catalog #:previous catalog #: 6677200.corrected catalog #: 6888520.#h4 manufacture date:previous manufacture date: 03/01/2021.corrected manufacture date: 02/26/2021.